Manufacturer narrative:
At this time the customer has been presented with the cost estimate to repair the cs300 intra-aortic balloon pump (iabp) unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided. The full name of the initial reporter is: (B)(6). Device not returned to manufacturer.

Event description:
It was reported that during a battery runtime test performed by the facility biomed, the cs300 intra-aortic balloon pump (iabp) batteries lasted less than one hour. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. The fse stated, that the customer called them and informed them that they want to change the batteries since they are older than three years. In order to solve the issue, the fse replaced the batteries. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.